Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed "system fault 37", defib disabled", "pacer disabled" and "ECG disabled" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.